Manufacturer narrative:
The returned device was evaluated for visual and functional testing. Visual inspection reveals 3 out of 4 main chassis screws are missing. Functional testing revealed the unit powers on normally using both ac and dc power sources. Battery was partially depleted on arrival but is able to take and hold a charge. Battery run time is diminished and while functional will only operate the unit (on full charge) for approximately 10 minutes. Unit provides a low battery alarm as designed. The battery was found to be defective. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Event description:
It was reported that the rad-8 will not stay on. There were no consequences or impact to patient reported.